Manufacturer narrative:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 50 mg/dl. They treated their blood glucose level with juice. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Event description:
It has been reported that the device is failing self-test.